Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 9.2-9.3cm from the distal tip, consistent with lead friction to another implanted device or a feature of the heart. The etfe coating was intact at this location.